Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-apr-2026, the arthrex clinical research team reported via email that additional information was obtained from a clinical study titled ¿comparison of functional and patient-reported outcomes following four-corner fusion with nitinol staples versus proximal row carpectomy¿ (study ID: (B)(6)). Within this study, one (1) patient who underwent four-corner fusion using nitinol staples was reported to have a nonunion of the fusion with associated loosening of the staples. As a result of these findings, a revision surgical procedure was determined to be necessary; however, the revision had not yet been performed at the time of reporting. The event occurred approximately two (2) years post-operatively.